Event description:
On (B)(6) 2012, the pt reported that the display on her infusion device was "facility". She could read the basal rate and bolus amounts, but she could "barely read them". Inserting a new battery in the device did not help the problem. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display window und housing of the pump are contaminated due to a using error. The functionality of the pump is not affected by the contamination and no alarm/error messages were triggered. The contaminated display cannot lead to misinterpretation of insulin amounts. The battery cover and adapter are contaminated. The contamination of the battery cover and adapter do not affect the problem described by the customer. The problem mentioned by the customer is related to a handling issue.